Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2016-00011 & 00012).

Event description:
It was reported that patient enrolled in a clinical study and underwent a right total hip arthroplasty on (B)(6) 2015. Subsequently, patient dislocated on (B)(6) 2015 which was resolved by non-surgical intervention. It was further reported patient alleges pain. No revision procedure has been reported to date.